Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had continual right sided heart failure and was started on intravenous milrinone on (B)(6) 2021 for inotrope support. The right heart failure was not pre-existing to implant. The patient experienced shortness of breath, weight gain, and volume overload. The family met with ventricular assist device (vad) team on (B)(6) 2022 and decided the patient would be placed on home hospice. The patient expired on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported right heart failure and subsequent patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively determined through this evaluation. The death was not considered to be device related and the device operated as expected. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B2: death date: corrected. D1: brand name: corrected. D4: catalog number and UDI: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient passed away due to right ventricular failure leading to multiple system organ failure on (B)(6) 2022. It was noted that the event was not pump related and the device would not return.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.